Event description:
It was reported that the customer's insulin pump had an absence of no delivery alarm. Customer's blood glucose was 135 mg/dl. Pump passed displacement test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.